Event description:
Other company representative reported "lymphoma- alcl", "cd30 positive cells", "alk is negative" and "breast implant-associated alcl, stage t2" of a non-abbvie device. This record is for the left side. Patient code: 4549; 3263; 4552; 1924. Device code: 2993. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report# mw5183746.